Event description:
Braun easypump 250 ml 175 ml/hr lot# 22g18ge722 x 2 homepumps leaking at site of egress tubing from homepumps. Noted during final pharmacist verification and doses discarded during final verification.